Manufacturer narrative:
No patient trauma noted by reporter. This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, skywalker number ref ref10016-nb, sn (B)(6) would not lock into the tibia during the cutting sequence with motion follow, surgeon converted to manual case and cancelled the following two cases to use the robot.

Manufacturer narrative:
This report was submitted by error, mpo is not the legal manufacturer. Investigation found that the evidence indicated that the localization attempt did not cause a significant delay. The total time logged was approximately 26 minutes which included successfully operation of the device for approximately 13 minutes. No patient harm was indicated on the report.